Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the user experienced an electrical shock when handling the all in one (aio) tablet, then a second shock when handling the universal power supply (ups), after noting a burning smell from the device. The user stated that no medical attention was required. To resolve the issue the aio and related components were replaced by the bd field service engineer (fse).

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint of "electric shock after touching aio power cord and ups" was received against instrument max material number: 441916, serial number: (B)(6) . A bd field service engineer (fse) was dispatched. The fse replaced the all-in-one computer and replaced the usb cable for the aio and max connection. Instrument was functioning without errors after verification test and released to the customer for regular use. This is a confirmed complaint of the bd product based on the service investigation. The root cause is unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) , is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the user experienced an electrical shock when handling the all in one (aio) tablet, then a second shock when handling the universal power supply (ups), after noting a burning smell from the device. The user stated that no medical attention was required. To resolve the issue the aio and related components were replaced by the bd field service engineer (fse).